Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to wake up two nights in a row because the insulin pump suspended when their blood glucose level was not low. Customer's blood glucose level was 5.9 mmol/l but their sensor glucose reading was 3.9 mmol/l. The device was not returned.